Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The unit returned has spring tip broken, the spring tip was not returned, as part of overall visual revision. The device has the body kinked at 308.6 cm from the proximal end and the distal tip is detached at 317.6 cm from the proximal end. Dimensional inspection: overall length and outer diameter of distal tip could not be performed due to device condition. All other outer diameter were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12030. It was reported that the rotawire tip detached and remained inside patient's body. The target lesion was located in the left anterior descending artery (lad). A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, about 16mm of the rotawire tip sheared off. The tip fragment was attempted to be removed but was unsuccessful; instead, the fragment was stented against the vessel wall. There were no further patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12030. It was reported that the rotawire tip detached and remained inside patient's body. The target lesion was located in the left anterior descending artery (lad). A 1.50mm rotalink¿ plus and a rotawire¿ were selected for use. During procedure, about 16mm of the rotawire tip sheared off. The tip fragment was attempted to be removed but was unsuccessful; instead, the fragment was stented against the vessel wall. There were no further patient complications reported and the patient's condition was fine.